Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion device made an abnormal noise during piston rod retraction. He stated that now he has been experiencing elevated blood glucose (value not provided) when the piston rod is in the "last third." The infusion device has not been dropped or exposed to water, x-ray, or variable temperatures. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.